Event description:
Pt reported obtaining a blood glucose result of 275 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 45 units of regular insulin. Less than one hr later, pt reportedly felt weak and shortly thereafter lst consciousness. Pt's spouse reportedly treated him with glucogen injection and summoned emergency med svs for assistance. Upon their arrival, 6 mins later, pt's blood glucose reprotedly measured 32 mg/dl, on paramedics' blood glucose monitor. Pt indicated that he was treated with a 50% dextrose solution and was subsequently transported to the hosp for additional treatment. Pt stated that, once at the hosp, his blood glucose measured 200 mg/dl on a hosp instrument. Pt was given a turkey sandwich and peanut butter sandwich, after which he was reportedly released. No additional treatment was received. Qc testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.